Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with a mentor memorygel breast implant 350cc and experienced capsular contracture baker grade iii on the right side postoperatively. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2020. The manufacturing date for this device is after the reported implantation date. If additional information is received regarding the correct date of implantation or lot number, a supplemental report will be submitted.

Manufacturer narrative:
On jul 23 2020, additional information was received indicating the patient experienced grade IV capsular contracture on the right side and ptosis on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 1 2020, additional information was received indicating the date of implantation was (B)(6) 2019. Device evaluation summary: during visual inspection of the device no apparent damage could be observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The second product received is a concomitant (contralateral) device, therefore no further analysis is required. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).